Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2017 was 450 mg/dl with excess urination, extreme thirst, and extreme drowsiness. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. A cartridge leak was reported. During troubleshooting, it was reported that the patient was reusing cartridges, and using the cartridges longer than 3 days. There was no indication of a device malfunction. This complaint is being reported because the reported health event was attributed to a use error.